Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they needed assistance with a new insulin pump and stated that their blood glucose levels at the time of the call was 40mg/dl. The customer was treated for the low blood glucose with food. The customer declined troubleshooting for low blood glucose. Customer stated that they were still on the old insulin pump. The customer was advised to contact healthcare professional for insulin pump settings. The product will not be returned for analysis.